Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd preset¿ arterial blood collection syringe there was an issue with foreign matter. It was stated ¿before opening the unit package, the customer found one device with foreign matter on the syringe.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for foreign matter (embedded) with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation based on evaluation of the customer photos, the customer¿s indicated failure mode for foreign matter (embedded) with the incident lot was observed. Based on the severity and occurrence of the reported condition there will be no further actions. Review of the event description confirmed (B)(4) (embedded fm) was appropriate. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Correction: root cause description: this complaint investigation was conducted under the premise of a previously investigated issue specific for foreign matter (embedded) where it was determined that the results and conclusions established in the previous investigations pointed to the same indicated failure mode and root causes observed in the current complaint investigation. Additionally, the conclusion drawn from the current complaint investigation did not yield new information regarding the indicated failure mode. Complaint data for this failure mode is monitored and trended on a routine basis.